Event description:
In 2005 mrni was notified of a complaint re: use of the mick 200 tpv applicator (used for implanting radioactive seeds in prostate cancer surgery). Applicator was returned for evaluation and co found it to be functional but the needles that are designed to fit in the applicator as an accessory would not fit. This constitutes a risk in that a pt may be under anesthesia before the porblem is noticed. This might cause extra time taken in surgery to replace the needles but would not cause any undue risk to exposure to radiation. Co randomly inspected all in-stock needles and found that some fit in the applicator and some did not. Some of the needle hubs were out of specification. A recall has been initiated from all customers sold needles from the lots inspected onsite and from the original complaint lot. Medical has been contacted for return, rework and re-sterilization of all of the affected lots of needles currently in stock.